Manufacturer narrative:
Additional information: b5- per updated information the lens was exchanged for a shorter length lens and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -17.50/1.0/033 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. The patient experienced excessive vault, lens remains implanted. In the reporter's opinion the cause of this event is the device, "large lens" was reported. If additional information is received a supplemental medwatch report will be submitted.